Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a post procedure headache. Action taken: blood patch on (B)(6) 2020. The issue resolved without sequelae. Possibly related to device or therapy. Not related to implant procedure.